Event description:
The patient reports pain that started 4-5 weeks post-op when patient felt a "pop." Two of the bone screws were discovered to have broken when the patient was revised and this plate was removed.